Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, once in 4 days, ongoing) and amikacin injection (125mg, once a day, ongoing). At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that on an unknown date, antibiotic treatment was discontinued, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis (thrice a week). At the time of this report, the patient remained hospitalized and has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.